Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that wearable overpatch adhesion occurred. The sensor was inserted into the arm on (B)(6) 2025. On the same day, it was reported that the patient was rushed to the hospital because she was unresponsive. The patient's boyfriend called an ambulance. The patient stated that her unspecified dexcom screen was reading 227 mgdl but when the ambulance checked her, she was 27 mgdl. At the hospital, the patient was unable to remember much of the details of what treatments/medications were provided to her. During the call, the patient was still in the hospital recovering a day later. No product or data was provided for investigation. The allegation and the probable cause could not be determined. No additional patient or event information is available.

Event description:
Subsequent to the initial MDR, a correction is required. It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On the same day, it was reported that the patient was rushed to the hospital because she was unresponsive. The patient's boyfriend called an ambulance. The patient stated that her unspecified dexcom screen was reading 227 mgdl but when the ambulance checked her, she was 27 mgdl. At the hospital, the patient was unable to remember much of the details of what treatments/medications were provided to her. During the call, the patient was still in the hospital recovering a day later. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the e zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
B1 adverse event and/or product problem - additional b5 describe event or problem - correction h2 correction/additional information h6 medical device problem code - correction